Event description:
The customer reported to customer service that the power supply for her pump would smoke and spark whenever she plugged it into the wall. The pump worked fine with the battery pack. No injuries were reported.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In f/u with the customer, she indicated that she did not see fire and that there is no breach in the transformer housing, but she did see smoke come from the wall outlet and sparking from the exposed wires at the strain relief. She also indicated that she wraps the cord around the transformer housing when storing the power supply and that no injuries were sustained as a result of the issue. Eval summary: for details of the analysis/eval performed on the power supply. In summary, a breach in the insulation on the dc output cord at the strain relief was present, exposing wires and resulting in a short which could cause sparking. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Eval summary: a visual examination of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual examination of the cord revealed a breach in the insulation at the strain relief, exposing wires. The power supply was plugged in and the voltage across the dc plug was measured at 0.13 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 0.6 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 61.2 ohms, which is normal and indicates that the thermal fuse did not blow.